Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had received no delivery alarm during manual prime. Customer¿s blood glucose level was 17.6 mmol/l. Customer stated that the insulin did not exit. Customer stated that the insulin exited the tubing. Customer stated that the insulin pump did not alarm no delivery with manual prime because customer advised to changing the reservoir resolved the issue. Customer troubleshooting was performed. Customer was advised to the return the reservoir. The reservoir will not be returned for analysis.